Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified vessel in the superficial femoral artery (sfa). There was no pre-dilatation performed with a balloon. The absolute pro self-expanding stent system (sess) advanced to the lesion without resistance, however, the knob got stuck mid-deployment. The physician took a scalpel to open the handle. The cable was pulled but the partially deployed stent broke and remained partly in the artery. Another absolute pro stent was deployed inside this broken stent. The additional stent deployed was to embed/crush the broken stent. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be replicated in a testing environment due to the condition of the returned device. The reported activation failure and material separation were unable to be replicated in a testing environment as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the absolute pro self-expanding stent system (sess) advanced to the lesion without resistance, however, the knob got stuck mid-deployment. The physician took a scalpel to open the handle. The cable was pulled but the partially deployed stent broke and remained partly in the artery. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location. It does not appear that the deviation of the IFU caused/contributed to the reported activation failure including expansion failures and mechanical jam. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted device damages (kinked inner member, multiple sheath chatter marks, wrinkled sheath) thus preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device resulted in the noted device damages (multiple jacket stabilizer/outer member bends, bunched jacket stabilizer, multiple kinked outer member, cracked outer member, separated hypotube) and likely resulted in the reported material separation stent. The treatment appears to be related to the operational context of the procedure as another absolute pro stent was deployed inside this broken stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.